Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 435 mg/dl while wearing the pod on her arm for between 36 and 48 hours. She treated by bolusing through the pod, a manual shot, and increasing water intake. Her levels would not go down so she reached out to her doctor and was advised to go to the emergency room (ER) for fluids. The patient went to the ER. There was no diagnosis, she had ketones (4+) but was not in diabetic ketoacidosis. Treatment at the ER included IV fluids and monitoring for 3 hours.